Manufacturer narrative:
Follow-up #1: date of submission 11/07/2016 device evaluation: the device has been returned and evaluated by product analysis on 10/18/2016 with the following findings: there were unexplained pump reboot events observed in the black box. The battery compartment was cracked. The pump was exercised for 24 hours with no pump reboot events duplicated. The keypad was torn, but the buttons were still responsive.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (intermittent power) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.